Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the stepped ream f/tfna helical blade+scr f/dh (part #: 03.037.022, lot #: f-24957) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was observed to be slightly chipped / broken. The embedded piece cannot be confirmed as there was no evidence (photos or x-rays) provided showing that the fragments were embedded in the patient. No other issues were observed with the returned device. Can the complaint be replicated with the returned device? Unable to perform. Functional test: a functional test was not performed on the returned device as the mating devices were not returned. Dimensional inspection: the outer diameter of the distal tip was measured to be 5.98 mm (caliper: ca215p). This is within the specification of 6 mm +0/-0.05 mm per drawing se_381683, rev. H. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. Investigation conclusion: the complaint condition was confirmed for the stepped ream f/tfna helic blade+scr f/dh (part #: 03.037.022, lot #: f-24957). However, the misalignment issue could not be confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.037.022. Lot: f-24957. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: may 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance related to the reported complaint condition were identified. The mentioned non-conformance (nr-0073082) is a planned nc for the supplier (B)(4) in relation to a transfer project without influence on the product itself. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a tfna procedure the surgeon had difficulty advancing a guidewire, two drill bits tips became damaged during drilling, and the nail was damaged. Fragments were generated from the damaged drill bits. The surgeon was unable to remove the fragments from the patient. A new set of tfna instruments and a new nail were used to complete the procedure. The procedure was completed successfully. There was a surgical delay of twenty-five (25) minutes. Concomitant devices reported: drill bit f/lateral cortex opening f/dhs (part number 03.037.021, lot f-25751, quantity 1); tfna fem nail ø12 r 130° l360 timo15 (part number 04.037.256s, lot 24p1828, quantity 1); insert-handle (part number 03.037.012, lot unknown, quantity 1); aim-arm 130° f/stat dist lock (part number 03.037.013, lot unknown, quantity 1); guide sleeve yell (part number 03.037.017, lot unknown, quantity 1); drillsl yell (part number 03.037.018, lot unknown, quantity 1); guidewire ø3.2 l400 (part number 357.399, lot unknown, quantity 2); this report involves one (1) 6mm/9mm cannulated stepped drill bit. This is report 2 of 9 for (B)(4).